Event description:
The customer reported that the nurse may have been subject to electric shock. Potential electric shock hazard.

Manufacturer narrative:
(B)(4). The investigation revealed that various electronics in the table base were damaged as a result of a spill of perfusion liquid that was used during an intervention. Replacement of the damaged parts the sys turned to normal operation. The field svc engineer indicated that there was no injury to the user and the customer was cautioned to follow the instructions for use regarding wet surfaces.